Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An instrumentalist reported that the equipment displayed problems with the vitrectomy connection during a cataract intraocular lens (iol) implant procedure. The pt was in the surgical room and had received peribulbar anesthesia. The procedure was converted to the use of a manual technique. The procedure was completed with no harm to the pt.